Event description:
Reportedly, pt expired approximately after an implant duration of 0.47 months (in 2007, after an implant date of the month before), due to unk reasons. Unk if pt death is device related. Info received in 2008: pt expired due to heart block. Unsure if pt's death is device-related. Unsure if device was explanted. Info per amber from the surgeon's office.

Manufacturer narrative:
Device not returned.